Event description:
It was reported that the patient's inflatable penile prosthesis tubing position was adjusted. The tubing was too long and was shortened. The patient had complained of being inconvenienced by the tubing length. The patient had no other symptoms. The patient is stable.